Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Meaningful data change, the become aware date was updated to 8/19/2022, as the sales representative was notified by the physician via telephone.

Event description:
It was reported that on 8/17/2022, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a large commissural p3 flail. An xtw mitraclip was implanted and functioned as intended. A second mitraclip was implanted. There was no indication of an adverse patient effect or clinically significant delay. On (B)(6) 2022, a single leaflet device attachment (slda) of the posterior leaflet was displayed on the transthoracic echocardiogram (tte). The mr was worsened at 4+. The second mitraclip that was implanted during the index procedure provided stability for the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda)) appears to be due to challenging anatomy (large commissural p3 flail). Additionally, mitral valve insufficiency/ regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr was due to slda. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.